Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, laparoscopic, sacrocolpopexy, cystoscopy and perineorrhaphy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to fe stress incontinence and prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent revision of mesh on (B)(6) 2013 due to erosion. It was reported that patient underwent partial excision of mesh and removal of permanent sutures on (B)(6) 2013 due to pain and extrusion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.